Event description:
It was reported by service report that the zoom function was intermittent. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom; load cell. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.